Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient in addition to referring them to their patient at-home guide for further guidance. The sample has been requested for evaluation and a follow up report will be filed when additional information becomes available.

Event description:
Home patient reported that the tubing was leaking where the patient line connects to the patient. Patient aseptically disconnected herself. No patient injury or medical intervention was associated with this incident per the home patient.